Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect impact code: 4625 (unplanned vitrectomy, secondary surgical intervention - yamane technique and limbal relaxation incision). Section h6: health effect - clinical code: 4581 - this code was used for the reported lens dislocation. Attempts have been made to obtain additional/ missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to iol dislocation. Pars plana vitrectomy (ppv), yamane technique, limbal relaxing incisions (lri) performed. There was no incision enlargement required. Explanted iol was replaced with a non-johnson and johnson iol. The patient outcome is good, and no injury reported. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that h10 text in the initial report submitted indicated as "section h6: health effect impact code: 4625 secondary surgical intervention - yamane technique and limbal relaxation incision" should not have been coded. Therefore, this report is being submitted to correct this. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: jun 7, 2023. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue ¿dc-instability of device after implantation, pt-unplanned vitrectomy, pt-explant, hs-device decentered or dislocated or tilted subluxated or wrong position and pt-secondary surgical intervention¿ was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation, the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.